Event description:
It was reported that during surgical procedure, surgeon requested for a closed wound suction evacuator. Or nurse opened sterile supply/package, and noticed a yellow spot/glitter on bulb suction evacuator. Supply was not given to field and was saved for follow-up. All bulbs in case cart had something on/in them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "production areas not following cleaning procedure". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that during surgical procedure, surgeon requested for a closed wound suction evacuator. Or nurse opened sterile supply/package, and noticed a yellow spot/glitter on bulb suction evacuator. Supply was not given to field and was saved for follow-up. All bulbs in case cart had something on/in them.